Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence; the trial began on (B)(6) 2021. It was reported that the trial patient was not feeling well and is currently in the hospital.